Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse called in to report that the customer was in the hospital for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose was 753 mg/dl. The symptoms of high blood glucose levels that the customer experienced were nausea and diarrhea. The nurse also states that there are issues with the pump. She said that the pump was receiving multiple no delivery alarms. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. No further information was reported.